Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing main keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker requested the return of the replaced part for further evaluation at the product assessment center (pac).

Event description:
A customer contacted stryker to report that shock button on their device was unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. A nickel oxide film can build up on the shock switch, increasing the resistance and causing service event code to be logged into device memory following a failure of the device to deliver defibrillation energy. Stryker has launched a field safety corrective action for the reported issue.

Event description:
A customer contacted stryker to report that shock button on their device was unresponsive. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involvement in the reported event.